Event description:
Pt. Requiring foley catheter insertion. Rn placed and urine leaking out of clear vent (plastic portion) of catheter below blue hub to extract urine. Manufacturer response for catheter, urological (antimicrobial) and accessories, surestep¿ foley tray system bardex® ic complete care® (per site reporter).